Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, an unknown size navitor valve was chosen for a transcatheter aortic valve implantation (tavi) procedure. The valve was implanted. After tavi, next morning patient experienced weakness in the right upper and lower extremities. A head magnetic resonance imaging (MRI) reveled acute cerebral infraction. An edaravone and clopidogrel were administered. The patient required prolonged hospitalization.

Event description:
Clinical information: (B)(6) vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a small flexnav delivery system. A pre-dilation was performed with a 20mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) to the ventricular end of the frame was 2.39 mm, distance from the left coronary cusp (lcc) to the ventricular end of the frame was 3.57 mm and mean stent protrusion into left ventricular outflow tract (lvot) was 2.98 mm. After tavi, next morning patient experienced weakness in the right upper and lower extremities. A head magnetic resonance imaging (MRI) reveled acute cerebral infraction. An edaravone and clopidogrel were administered. The patient required prolonged hospitalization. The patient was reported stable.

Manufacturer narrative:
It was reported that following day of navitor implant the patient experienced weakness in the right upper and lower extremities. A head magnetic resonance imaging (MRI) reveled acute cerebral infraction. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.